Event description:
A physician reported that the hoarse noise was found from the vitrectomy probe intraoperatively; aspiration was normal but poor cutting efficiency. Reduced the cutting rate was ineffective during vitrectomy surgery. The surgery was completed on the same day by replacing probe. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).